Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery display was incorrect and the battery did not hold its charge. Customer declined tandem technical support's offer to follow up. There was no reported impact to customer's blood glucose.